Event description:
The customer first reported that since (B)(6) 2013, quality controls for thyrotropin (tsh) had shifted high and one level of control was recovering out of range. The customer tried recalibrating, replacing the reagent pack, replacing the calibrator, and replacing controls, but the control was still out of range. Different control lots were sent to the customer and control recovery was still high. The customer also noted that control recovery was high with the current lot of tsh reagent and also the previous lot number. On (B)(6) 2013, the customer questioned three samples tested for tsh and sent these samples to another laboratory for repeat testing on a vitros analyzer. Of the three samples questioned, one was found to have an erroneous result. The sample initially resulted as 5.34 uiu/ml. When the sample was repeated at a different laboratory on a vitros analyzer, it resulted as 4.0 uiu/ml. The customer did not report out the initial value since control recovery was high, although within range. The field service representative checked the analyzer on (B)(6) 2013 and determined that the measuring cell was defective. He replaced the measuring cell and proceeded with preventive maintenance. The customer ran acceptable calibration and quality controls. The customer then reported on (B)(6) 2013 that they continued to have control recovery issues. The field application specialist was sent to the customer site on (B)(6) 2013. He recalibrated the tsh assay and reconstituted controls with a volumetric pipette with control recovery marginally within 2sd. The calibration signals were lower than the typical range. Due to the fact that the calibration signal recovery was lower and the quality control recovery had been out of range over different lot numbers of calibrators and reagent, including new procell, the field application specialist returned the analyzer to the field service representative for further investigation. Control recovery was within specifications. The field service representative was sent to the site again on (B)(6) 2013 where he determined that the measuring cell was faulty. He replaced the measuring cell and performed performance testing. All results were within range. The customer ran calibration and quality controls with all results within customer ranges. The customer has since reported that control recovery has been lower and that patient sample recovery is acceptable. The involved patient was not adversely affected by the event. The tsh reagent lot number was 17090401 with an expiration date of 08/31/2013.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.